Event description:
It was reported that the patient presented with shocks to the hospital. The patient received therapy when a fine atrial fibrillation (af) rapidly conducted but was undersensed due to very small signal amplitude. This led to ventricular tachycardia (vt) diagnosis and subsequent therapy. Programming changes were done to resolve this issue. Patient was stable.